Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet bionic pancreas, including a documented glucose of 66 mg/dl lasting about 30 minutes, despite meal announcements and self-treatment with candy and a sugary drink. Symptoms included no reported clinical sequelae. Outcomes included no medical intervention, no use of backup therapy beyond oral carbohydrates, and no hospitalization. Investigation included complaint intake with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.